Manufacturer narrative:
The customer reported that the patient developed endophthalmitis after a vitrectomy operation. On (B)(6) 2017, there were 2 cataract (1st and 2nd case) and 1 vitrectomy scheduled (3rd case) for surgery. This investigation will serve as the 3rd patient of 3. The system was used on all three cases. The affiliate indicated that the same kind of cassette was used for all three cases, and no cassettes were re-used. The source of the endophthalmitis was gram positive bacteria for a vitrectomy case. The physician stated that the operation was complete after fluid air exchange (fax) was performed. Follow up information was received from the physician. He thought that the cause of endophthalmitis cases could be related to the ¿device's air filter¿, as this patient and the other two previous patients (who developed endophthalmitis) also had fax as well. Additional information obtained states that the surgeon was concerned with ¿unchangeable air filter¿ in the console. However, clarification from the customer has not been provided on this concern. This patient was given antibiotics intra-vitrealy. The patient was referred to the university hospital. Additional, related information was requested but was not obtained from the customer. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis. The system air filter did not contribute to the patient¿s endophthalmitis. The system air filter is only designed at a level to keep dust out of the system. Any fluid administered to the patient, including air, is either done from a sterile container through sterile tubing or passed through a microbiological filter contained in the sterile single-use cassette. Therefore, the system air filter presents no risk of introducing foreign contaminants to the patient.¿ the information obtained, suggests that no cassettes were re-used and that the sterile pathways showed no contamination. The non-sterile surfaces and air tests however, did show contamination. The methods used to take cultures may have been compromised (based on the information obtained). Therefore, the information will not be used. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on july 21, 2015. Based on qa assessment, the product met specifications at the time of release. There was no device history record (DHR) performed for the custom pak, because no lot number was provided. It is suggested that this cassette is a standalone item. However, there is no sample available for further investigation. A complaint history check could not be performed as the information was insufficient. Custom paks are manufactured in a controlled area according to specific procedures. These procedures are checked by qa on a regular base. The custom paks are sterilized before their release upon meeting parameters reviewed. Custom paks are single use and any of the components that are left after the surgery should be removed. This is clearly stated on the content label of the custom paks. The lot complaint history was reviewed for the surgical procedure pak; this is the first complaint for the finish goods lot and first for this issue. The DHR shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or further testing could not be conducted. With no additional, related information provided, the customers reported event was not able to be confirmed. There was no product returned and no lot code was provided for the saline solution. All compounding, preprocessing, filling and packaging are subjected to 2 independent reviews. A minimum single normal level inspection is performed for every lot manufactured. This product is terminally sterilized and all sterilization cycles are reviewed before product is released. Primary incoming component s (bottle and stopper) are reviewed by qa before release to production. The root cause of this reported issue is inconclusive, as insufficient products or product data was provided. Based on the complaint information and the investigation results, we can conclude that the disposition of the product in inconclusive. (B)(4).

Event description:
Additional information received form the surgeon indicated that he suspects the cause of the endophthalmitis could be related to the devices air filter as this patient also had a fluid air exchange (fax). The surgeon was concerned with not being able to change the air filter in the system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient presented with endophthalmitis post a vitrectomy procedure. Culture results for this patient were gram negative bacteria found. The operation was completed after air filling into the patient´s eye. The surgeon administered intravitreal injection of antibiotics to the patient. The surgeon thought that the cause could be related to the device's air filter. The patient was referred to other hospital. This is one of three reports for this facility. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received indicating the patient recovered from endophthalmitis without sequelae.

Manufacturer narrative:
Additional information has been provided.